Manufacturer narrative:
Investigation summary: the beginning of the study the procedure signal is below 4ph for 108 minutes. Then the signal rose above 8ph until the end of the study. These events are an indication of early detachment. The study lasted 48:00 hours. After reviewing all parameters the conclusion of the investigation is that the capsule detached early.

Event description:
According to the reporter, the customer called to report they believe a capsule detached from the patients esophagus prior to the end of procedure. The study is expected to be returned for evaluation. Technical support reviewed the study and at the beginning of the procedure the signal was below 4ph for 108 minutes and then the signal jumped to above 8ph for the rest of the study. The events indicate an early detachment. A repeat procedure was necessary due to the early detachment.